Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered four shocks as inappropriate therapy due to t-wave oversensing, with low amplitude noted. Technical services (ts) was consulted and discussed stored data as well as troubleshooting options. This device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information has not been obtained at this time. Should additional information become available this report will be updated.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered four shocks as inappropriate therapy due to t-wave oversensing, with low amplitude noted. Technical services (ts) was consulted and discussed stored data as well as troubleshooting options. This device remains in service. No additional adverse patient effects were reported. This s-ICD had its sensing vector reprogrammed. This device remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered four shocks as inappropriate therapy due to t-wave oversensing, with low amplitude noted. Technical services (ts) was consulted and discussed stored data as well as troubleshooting options. This device remains in service. No additional adverse patient effects were reported. This s-ICD had its sensing vector reprogrammed. This device remains in service. No additional adverse patient effects were reported. At a later date, this s-ICD system delivered a shock as inappropriate therapy due to suspected t-wave oversensing. Ts was consulted and reviewed stored data. Ts discussed available programming options, with further in clinic examination recommended for the evaluation of any programming changes performed. This device remains in service. No additional adverse patient effects were reported. At a later date, this device was explanted. A new device was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered four shocks as inappropriate therapy due to t-wave oversensing, with low amplitude noted. Technical services (ts) was consulted and discussed stored data as well as troubleshooting options. This device remains in service. No additional adverse patient effects were reported. This s-ICD had its sensing vector reprogrammed. This device remains in service. No additional adverse patient effects were reported. At a later date, this s-ICD system delivered a shock as inappropriate therapy due to suspected t-wave oversensing. Ts was consulted and reviewed stored data. Ts discussed available programming options, with further in clinic examination recommended for the evaluation of any programming changes performed. This device remains in service. No additional adverse patient effects were reported.